Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 576 mg/dl. Reportedly, the cause was unknown. The customer went to the emergency room (ER) where intravenous insulin drip was administered to address the elevated bg. The customer left the ER in good condition and a bg of 160 mg/dl.